Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 2.9 inr on the coaguchek xs system while a comparison lab returned as 2.1 inr. The patient was admitted to the hospital due to high blood pressure, edema, and possible congestive heart failure. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.